Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD) exhibited nonphysiologic sensing on the ventricular channel. Recommendations for device settings and adjustments was made, and the device remains in use. No patient complications have been reported as a result of this event.